Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter, lost sensor alarm. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: asked if he had any medical assistance he said he had a bg 500. Document treatment for high bg: boluses other than insulin, indicate medications taken to treat diabetes: none document type of diabetes: type 1. The event involved product(s) mmt-7841zn, mmt-7040a. Customer reported a loss of communication between the transmitter and the pump. Deleted xmtr serial number from pump and re-paired but xmtr would still not communicate/trigger a "sensor connected" alert. Customer reported high bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.